Event description:
An endurant ii stent graft limb was intended to be implanted during the endovascular treatment of a 49 mm abdominal aortic aneurysm. It was reported during the index procedure, saline could not be flushed through the inner lumen of the delivery system sheath during device preparation. No obstruction was identified that could have contributed to the event. Additionally, no guidewire was attempted to be passed through the device, and it is unknown whether saline was observed leaking from the side port during the flushing attempt. The device was not inserted into the patient. No damage was noted to the device or its packaging. A replacement endurant device was successfully implanted, and the procedure was completed per the physician the cause of the devices inability to flush the delivery system was not determined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.